Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. The patient was given multiple doses of heparin and their activated clotting time (act) levels were 263 seconds. The physician then advanced the device to the distal end of the delivery sheath and partially deployed the device into a "ball shape" for about 1 minute. It was then noticed via transesophageal echocardiography (tee) that a mobile thin and long thrombus appeared on either the occluder. The thrombus appeared to be on the occluder when deployed, but once removed from the patients body the thrombus was not on device but loose in the sheath, it may have become detached while pulling it back into the delivery sheath. A decision was made to capture the thrombus by attaching a syringe and aspirating through the delivery sheath. It was reported the delivery sheath had been in the patient for about 20 minutes. The occluder recaptured, and both the occluder and delivery sheath were removed from the patient. A replacement 22mm amplatzer amulet left atrial appendage occluder and a second 12f amplatzer torqvue 45x45 delivery sheath were used to continue the procedure. The patient's act levels dropped to 241 seconds before being administered heparin again. After reaching act levels above 250 seconds, the physician proceeded to implant the replacement 22mm amplatzer amulet occluder. It was reported there was no clinically significant delay in the procedure. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. The patient was given multiple doses of heparin and their activated clotting time (act) levels were 263 seconds. The physician then advanced the device to the distal end of the delivery sheath and partially deployed the device into a "ball shape" for about 1 minute. It was then noticed via transesophageal echocardiography (tee) that a mobile thin and long thrombus appeared on either the device or delivery sheath. A decision was made to capture the thrombus by attaching a syringe and aspirating through the delivery sheath. It was reported the delivery sheath had been in the patient for about 20 minutes and the thrombus was not attached to either device or delivery sheath. The device was also recaptured and both device and delivery system were removed from the patient. A replacement 22mm amplatzer amulet left atrial appendage occluder and a second 12f amplatzer torqvue 45x45 delivery sheath were used to continue the procedure. The patient's act levels dropped to 241 seconds before being administered heparin again. After reaching act levels above 250 seconds, the physician proceeded to implant the replacement 22mm amulet. It was reported there was no clinically significant delay in the procedure. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.